Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device: right coil protruding though the fimbria/ failure to occlude (close) fallopian tube(s)/ malposition of essure device/removal od essure device from right adnexal region') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included levofloxacin (levora) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain/pelvic pain"), abdominal pain ("pain/abdominal pain"), back pain ("lower back/right hip pain"), abdominal pain upper ("right sided upper abdominal pain"), arthralgia ("right hip pain"), abdominal distension ("bloating"), constipation ("constipation") and complication of device insertion ("unable to place essure on the right") and was found to have uterine leiomyoma ("other injury(ies) or complication please describe: fibroids"). The patient was treated with surgery (on (B)(6) 2013, laparoscopic surgery-removal of the right essure and tubal ligation). At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain, uterine leiomyoma, abdominal pain upper, arthralgia, abdominal distension and constipation had not resolved and the complication of device insertion outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, arthralgia, back pain, complication of device insertion, constipation, device dislocation, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: on (B)(6) 2013, the number of trailing coils that appeared trailing into the uterine cavity was 3. On (B)(6), reattempt at placing right essure was made. There were 2 coils on the right side and one coil on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: unilateral occlusion (left tube occluded). Essure coils noted through the right fimbria with adhesions to the uterine posterior fundus. Unable to place essure on the right tube. Concerning the injuries reported injuries reported in this case, the following event was confirmed in patient's medical record-complication of device insertion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs and mr received: case became incident. Event injury nos was replaced with new events in pfs- migration of essure device: right coil protruding though the fimbria/ failure to occlude (close) fallopian tube(s)/ malposition of essure device/removal od essure device from right adnexal region, pelvic pain, bloating, constipation, fibroids, abdominal pain, right sided upper abdominal pain, lower back pain, right hip pain and unable to place essure on the right were added. Reporter information, patients dob, date of removal of 1 coil and concomitant drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.